Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section b5.

Event description:
In the context of a clinical trial, edwards learned that a mitral valve will be explanted due to calcification with thickened leaflets leading to mitral high gradients (35/15 mmhg), regurgitation (2/4) and stenosis (0.85 cm2) after 4 years of the implant. As per echo report, the patient also had an aortic prosthetic valve (3300tfx21mm) that seemed to work fine (gradients 24 mmhg, 13 mmhg, good leaflet opening). There was tricuspid regurgitation (2/4) and new significative htp (59 mmhg) with fevg >60% (good ventricular function). At the time of the adverse event the patient had right cardiac insufficiency being dysneic. A coronagraphic study showed significant stenosis of several arteries (patient already had 4x bypasses). The patient was awaiting mitral valve replacement surgery date.

Event description:
Edwards learnt that this 27mm mitral valve will be explanted due to calcification with thickened leaflets leading to mitral high gradients (35/15 mmhg), regurgitation (2/4) and stenosis (0.85 cm2) after 4 years of the implant. The patient was 75 years old at the time of the implant. At the time of the adverse event the patient had right cardiac insufficiency being dyspneic. The patient finally underwent a valve-in-valve (viv) intervention with a 29mm transcatether valve implanted into the surgical valve. Patient was transferred to the ICU in stable condition.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
In the context of a clinical trial, edwards learned that this mitral valve was explanted due to calcification with thickened leaflets leading to mitral high gradients (35/15 mmhg), regurgitation (2/4) and stenosis (0.85 cm2) after 4 years of the implant. At the time of the adverse event the patient had right cardiac insufficiency being dysneic. A coronagraphic study showed significant stenosis of several arteries (patient already had 4x bypass). Mitral valve replacement was performed with no adverse events reported.